Event description:
A purchasing agent reported that an intraocular lens (iol) had dislocated four days following implant surgery. It was also noted that the haptic was bent or weak. The iol was exchanged. In a f/u, the surgeon reported the pt is "okay".

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/04/2009 and 09/08/2009 by phone, fax and mail. A completed questionnaire was received on 09/14/2009. This report was mailed to FDA on: 10/02/2009.